Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s926usqs4cza1 hardware: sm-s926u cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s pod expired early in the morning, and because the patient requires assistance to activate a new pod, a replacement pod was not started before leaving for work. As a result, the patient went several hours without insulin delivery and was not wearing a pod at the time medical attention was sought. The event was not associated with any issue or malfunction of the pod and controller. During the period without insulin, the patient¿s blood glucose increased to 545 mg/dl, leading to vomiting and pain on the right side of the abdomen. Medical attention was sought on (B)(6) 2026, and the patient was hospitalized for four days, with discharge on (B)(6) 2026. The patient was diagnosed with an infection of unknown origin that had progressed to the bloodstream, along with high glucose levels and elevated blood pressure. Treatment included administration of three antibiotics for the infection, as well as long-acting and fast-acting insulin to manage hyperglycemia.